Event description:
Surgeon asked for wound protector (dextrus seal cap assembly). Item was located and opened and found to be broken. An additional wound protector was in the room and opened as a replacement.